Event description:
It was reported that the patient underwent a "stimulator trial" that was unsuccessful. The patient decided to have a pump replacement. The pump was removed for prevent in-vivo battery depletion. The patient's catheter was not patent upon aspiration intraoperatively. The catheter was also replaced. The patient recovered without sequela. The medication in the pump was morphine.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.